Event description:
Boston scientific constellation multiple electrode recording and pacing catheter was placed in left atrium during ep procedure. Approximately 1 hour into procedure dr. Noticed that one of the tined electrodes had broken loose from one end of the constellation basket. The catheter was immediately removed from the pt and a new catheter was placed in the left atrium.